Event description:
It was reported that during an unknown procedure, the tissue was cut but the staples were unformed after the device fired. Used hand sewing to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). What type of procedure was the device being used in? -resection of esophageal carcinoma. What confirmation was received that the device was fully fired? -the device was fired p to p. Were any staples missing from the staple line? -not reported.

Manufacturer narrative:
(B)(4). Additional information requested: what type of procedure was the device being used in? What confirmation was received that the device was fully fired? Were any staples missing from the staple line? Based on the photo evidence the event description that the staples were not completely formed can be confirmed. The form of the staples appears as if the stapler was either not subjected to a complete firing stroke or the staple height indicator was not within the green range. When this occurs, the staples are not deployed far enough in order to get good "b" form. Thick, dense tissue and uneven tissue loading can contribute to an incomplete firing stroke. Unfortunately, a picture of the inside of the device anvil was not provided to determine if the breakaway washer had been completely cut. A cut washer is a good indication as to if the stapler achieved a complete stroke. Conclusion: based on the photo evidence of the subject (B)(6), the event description can be confirmed. The likely cause of the complication is that the device was not subjected to a complete firing stroke or the staple height indicator was not within the green range. Hands on analysis of the device may be able to confirm the cause of the issue.